Manufacturer narrative:
(B)(4). Unit passed displacement test. Hardware low level failures alarmed during self-test and confirmed in pump history with variable due to broken trace on keypad assembly. Unit received with pillowing keypad overlay, minor scratches on case and label damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. Customer was able to clear error and rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.